Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag with an open box from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the returned device confirmed the report. The loading catheter, trigger cord attached to the barrel with two bands, and two-way handle were returned. The irrigation adapter and some bands were not returned. A functional test was performed on the 2 remaining bands on the barrel. The multi-band ligator device was attached to an endoscope that was placed in a simulated gastrointestinal position with vacuum attached. The endoscope has an accessory channel that is 2.8 mm in diameter (olympus 2.8 gif q20 endoscope). The multi-band ligator barrel was attached onto the end of the endoscope. Simulated varices were placed at the end of the barrel and vacuum pulled and the remaining bands were fired. Both bands were able to be deployed with significant difficulty experienced during deployment as the roller clutch is not seated flush into the handle base, causing the handle not to function properly; it stays in the two-way position and will not engage into the firing position. The bands constricted as expected. A visual examination of the device was performed. The trigger cord was examined, and all twelve deployment beads were present. The beads were verified for correct location using bead inspection plate. One of the beads had moved along the trigger cord but was still present; most likely caused during difficult deployment of the bands. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The trigger cord was intact and not broken. The length of the trigger cord was measured between the knots and is within the established tolerance. The device handle was returned to the supplier for further evaluation and the supplier confirmed the bearing (roller clutch) was not in the correct location during installation and this condition was missed by their vision system. In addition, they identified the inner diameter of the molded part was on the lower end of the tolerance which caused the bearing (roller clutch) to not be fully assembled into the handle. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the complaint. The supplier provided the following, "the root cause was determined to be inadequate image uploaded to the camera vision system causing it to not detect incomplete bearing installation allowing for the part to pass and escape. Corrective action: reprogrammed vision system to include additional photos of the high bearing. Increased verifications to be performed at start up, restart, and last shot. Trained employees to instructions to perform verifications more frequently. Increased installation diameter to bring the diameter into the mean. Verification of effectiveness: rejected part ran through verification check and was failed by the assembly mod. Verification log will ensure the device is acceptable after assembly and will fail a raise bearing. The assembly machine will lock down and the supervisor will need to reset the machine if a defect part was detected. The suspect part will then be scrapped. Prevention: reprogrammed vision system to include additional photos of the high bearing. Increased verification to be performed at start up, restart, and last shot. Trained employees to instructions to perform verifications more frequently." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is remote. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic internal hemorrhoid ligation, the physician used a cook 10 shooter saeed multi-band ligator. It was reported that user placed the endoscope retroflexed and use the mbl-u-10 and successfully released 3 bands, but fourth band cannot be released [difficult or unable to deploy bands-subject of report], user then changed the endoscope from retroflexed to forward but fourth band still cannot be released. The user retracted the device and installed again, but still cannot release the bands. User changed to a new mbl device to complete the procedure. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The investigation is on-going. A follow-up emdr will be provided within 30 days of submission of this report.